Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the customer reported the fully charged autopulse li-ion battery (sn (B)(4) failed to power on the autopulse platform. The paramedics reverted to manual CPR. The platform does not display any fault codes and will not power on. The status leds on the battery illuminate 4 green lights and the leds on the multi-chemistry charger illuminates green, indicating the battery is fully charged. The issue was discovered a couple of weeks ago during a shift check, but the battery was put back into service because it started working again. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.